Manufacturer narrative:
The complaint investigation for false nonreactive alinity I syphilis tp results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and testing of retained reagent kit of the complaint lot number. A review of tracking and trending for the product and the lot did not identify an increase in complaint activity. Sensitivity testing was performed using an in-house retained kit of lot number 72012be00, which contains the same bulk material as lot number 72011be00, stored at the recommended storage condition. All specifications were met, and no false nonreactive results were obtained, indicating that the sensitivity performance is not negatively impacted. Device history record review did not identify any non-conformances or deviations with the lot number and complaint issue. Manufacturing documentation for the lot was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency of alinity I syphilis tp, lot number 72011be00, was identified.

Event description:
The customer observed a false nonreactive alinity I syphilis tp result for an 83-year-old male patient with a history of positive syphilis testing. The following data was provided (<1.00 s/co is nonreactive, >/=1.00 s/co is reactive): sample ID (B)(6) initial result, on (B)(6) 2025, was 0.86 s/co. The sample was recentrifuged and repeated and the result was 9.8 s/co. Patient¿s previous result in (B)(6) 2025 was 9.41 s/co and in (B)(6) 2025 was 9.79 s/co. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 07p60-22, that has a similar product distributed in the us, list number 07p60-21, and a 510k number of k153730.

Event description:
The customer observed a false nonreactive alinity I syphilis tp result for an 83-year-old male patient with a history of positive syphilis testing. The following data was provided (<1.00 s/co is nonreactive, >/=1.00 s/co is reactive): sample ID (B)(6) initial result, on (B)(6) 2025, was 0.86 s/co. The sample was recentrifuged and repeated and the result was 9.8 s/co. Patient¿s previous result in (B)(6) 2025 was 9.41 s/co and in (B)(6) 2025 was 9.79 s/co. There was no impact to patient management reported.